Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-01817. The patient reports she developed a hematoma on her spine where the leads were implanted. She experienced bleeding for a couple of weeks and lost a pint of blood. She underwent a second surgical procedure to resolve the hematoma at the lead site. The bleeding resolved on its own.